Event description:
It was reported that the physician's nurse inadvertently threw away the serial cable by mistake. The primary nurse knew the manufacturer wanted it returned for analysis, but another nurse inadvertently discarded it. The programming system was stored on a counter in the nurses station. No user mishandling was suspected. It was able to interrogate when the serial cable was positioned properly. Another programmer was used when the serial cable for this programmer was not working. No patients were affected by this system.

Event description:
It was reported that a vns neurologist's handheld serial cable that connects the handheld computer wand cable was frayed. The fraying was right below the serial adapter that plugs into the handheld computer, and the wires appeared to be exposed. The company representative was unsure of how this happened, as no user mishandling was reported. A replacement serial cable was sent to the neurologist's office. Although return of the serial cable is expected, attempts for product return have been unsuccessful to date. No patients were reported to have been affected.